Event description:
Per the clinic, the patient experienced a skin flap inflammation around the implant side due to (B)(6) infection. Treatment with IV antibiotics was unsuccessful.the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013 and the patient was reimplanted with another device on (B)(6) 2013 this report is filed (B)(4) 2013.